Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. They confirmed the reported issue and replaced the hard drive on the system. A system checkout was performed and the system if working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that after register the patient multiple times, the site was able to get registration to verify but not able to proceed to navigation after that. They site was able to registration as low as 1.5mm. They exited the procedure and went back in, the registration history never saved. The same behavior occurred again. They fully rebooted the system and the same behavior was happening. The emitter details were showing that everything was green and in acceptable range. While in verifying registration, the navigation button was blue as if it could be selected, however the medtronic "hamburger menu", navigation was locked. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that after register the patient multiple times, the site was able to get registration to verify but not able to proceed to navigation after that. They site was able to registration as low as 1.5mm. They exited the procedure and went back in, the registration history never saved. The same behavior occurred again. They fully rebooted the system and the same behavior was happening. The emitter details were showing that everything was green and in acceptable range. While in verifying registration, the navigation button was blue as if it could be selected, however the medtronic "hamburger menu", navigation was locked. There was less than an hour delay in the procedure. No impact on patient outcome.